Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. The customers blood glucose (bg) level was impacted (401 mg/dl). The customer took a manual injection to stabilize bg level. In addition, the customer reported that an occlusion alarms had occurred. The customer declined to troubleshoot with tandem technical support for cartridge alarm 1 and occlusion alarms and stated that supplies would be changed.